Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report a defibrillation issue and needs technical support. There was no reported patient involvement / adverse patient impact.

Event description:
The customer called into philips to report an unknown issue; they did not provide details as to why they called. There was no reported patient involvement.